Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass they experienced a h/s cuvette disconnect error. This event was originally deemed not reportable; however, it has become associated with voluntary safety alert (B)(4). The safety alert was initiated by terumo on december 8, 2015. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
The returned sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. A review of the device history record revealed no manufacturing anomalies. The returned sample was found to have difficulties connecting to the cdi 500 monitors when the functionality of the magnet was tested. The strength of the magnet from the sample was measured and found to be lower than normal. The root cause of this failure was determined to be defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, arnold magnet technologies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.